Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, the stent would not cross the target lesion. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Access was obtained via the femoral artery. The target lesion was predilated with an unknown device. A 32 x 2.50 mm taxus liberte was advanced but would not cross the lesion. A flextome monorail cutting balloon was advanced but also could not cross the lesion. The procedure was completed with no further intervention. The patient condition is stable and no patient complications were reported. However, product analysis reviled stent damage and that the stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal end of the stent was bunched. The outer diameter (od) of the damaged section was measured at 1.91mm. The od of the normal section of the stent was measured at 1.07mm. The stent moved distally on the balloon and was resting on the distal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were identified along the entire length of the hypotube. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present in the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error. The dfu related to the event reported. The dfu states that "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit." (B)(4).